Event description:
The reporter did back to back blood glucose tests, within 10 minutes. Reporter's meter readings were 230 and 90mg/dl. Reporter did not have any symptoms. A control solution test of 96 was out of range (144-170). The solution was expired. A second test using different control solution was 132, in range. On followup, the rptr stated that rptr always checks the confirmation dot, and cleans reporter's meter properly. No harm was alleged.